Event description:
It was reported by the hospital perfusionist that during a procedure there was an issue with the console. He stated that during delivery of the induction dose which arrests the heart, the console displayed an error code. The console was powered off and on several times but the same error code was displayed. It was reported that another console was used to complete the procedure. There were no pt complications reported as a result of the alleged event. The console was returned to the manufacture for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.